Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an angioplasty procedure to treat a moderately calcified lesion in the mildly tortuous femoral artery, a 4.0mm x 100mm x 80cm armada 35 balloon dilatation catheter (bdc) was soaked and prepped per the instructions for use. The armada 35 was then advanced to the lesion. While attempting to inflate the armada 35 bdc, a lack of pressure was noted and contrast was noted to be leaking slowly from the balloon catheter tip. The armada 35 bdc was withdrawn from the vessel without difficulty. An unspecified balloon successfully completed dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported leak was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.